Event description:
It was reported that the patient received inappropriate therapy due to noise. The lead was explanted and replaced in (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.